Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula issue due to which she experienced diabetic ketoacidosis and high blood glucose level reported to be between 453 mg/dl and 550 mg/dl. This was self-treated by delivering a bolus and injection. They changed the site out and her blood glucose level had come down. Subsequently, the patient was admitted to the hospital where she received insulin and fluids, which resolved the issue. There was no permanent damage to the patient and the infusion set had been in use for less than a day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.